Manufacturer narrative:
The device history record (DHR) was reviewed indicated that the product was released accomplishing all quality standards. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical, and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation and there were no photos or videos received. Consequently, it was not possible to evaluate the sample as part of a comprehensive failure investigation. As a result, the reported condition could not be confirmed. There have been no manufacturing or design issues identified. As such, the root cause could not be determined at this time based on available information. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, and visual acceptance sampling are performed in the plant to prevent nonconforming product from leaving the manufacturing operations. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the catheter is sharp and hard, it twists and cuts easily causing leaks, the insertion and securing of the line is difficult, and it can only stay in situ for 5days. Per additional information received, the area was cleaned with chlorhexidine and dried prior to insertion. There was no additional information available as the doctor involved declined to answer any further questions.